Event description:
It was reported that the patient presented to the emergency room. It was also reported that the right ventricular (rv) lead had high impedance, fracture and intermittent non capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.